Manufacturer narrative:
Vyaire field technician resolved the customer reported issue. Performance checks were completed and no further issues were found. All parameters were found to be within specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was autocycling and the customer is not able to correct the problem. The customer advised there was no patient involvement associated with this event.